Event description:
It was reported that patient liaison spoke with this patient who states that the head of his penis has been numb, cold and soft and can not have intercourse because of that. He has experienced this issues since his inflatable penile prosthesis (ipp) was placed earlier this year. The patient states that he has spoken with his dr. Who has told him that nothing can be done. He denies that he had these symptoms prior to the implant surgery. He is going to see another dr. For a second opinion. It was further reported that neither the patient nor his wife could inflate his device, the patient states that the bulb is too hard to compress. Patient liaison went over trouble shooting techniques with him and have sent him an email with trouble shooting as well as brochure that explains how to use the device. The patient also asked about having a p-shot, but patient liaison told him she was not familiar with that procedure and recommended him to speak with his dr. The patient is interested in a new device as his ipp has not worked.

Manufacturer narrative:
B5 description of the event updated. E1 initial reporter updated. H10 additional MFR narrative updated. Related components of device system: model number/ catalog number: 720185-01 serial number: n/a batch/ lot number: 1000368586 model/ catalog description: reservoir flat iz 100 ml\ as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient liaison spoke with this patient who states that the head of his penis has been numb, cold and soft and can not have intercourse because of that. He has experienced this issues since his inflatable penile prosthesis (ipp) was placed earlier this year. The patient states that he has spoken with his dr. Who has told him that nothing can be done. He denies that he had these symptoms prior to the implant surgery. He is going to see another dr. For a second opinion. It was further reported that neither the patient nor his wife could inflate his device, the patient states that the bulb is too hard to compress. Patient liaison went over trouble shooting techniques with him and have sent him an email with trouble shooting as well as brochure that explains how to use the device. The patient also asked about having a p-shot, but patient liaison told him she was not familiar with that procedure and recommended him to speak with his dr.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01. Serial number: n/a batch/ lot number: 1000368586. Model/ catalog description: reservoir flat iz 100 ml.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01. Serial number: n/a. Batch/ lot number: 1000368586. Model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that patient liaison spoke with this patient who states that the head of his penis has been numb, cold and soft and can not have intercourse because of that. He has experienced this issues since his inflatable penile prosthesis (ipp) was placed earlier this year. The patient states that he has spoken with his dr. Who has told him that nothing can be done. He denies that he had these symptoms prior to the implant surgery. He is going to see another dr. For a second opinion.